Event description:
During craniotomy, device caused large dural tear.

Manufacturer narrative:
A review of mfg history records for this lot revealed no discrepancies. The device was visually inspected. Hardened case debris was noted on the unit. The debris was removed and the unit was functionally tested. The device performed correctly for ten test holes. The reported failure could not be repeated. The internal components appeared normal.